Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in germany as follows: it is reported patient was implanted with an unknown clavicle plate on unknown date. A potential allergic reaction to the plate is reported. No further details were provided. This report is for one (1) unknown screw this is report 2 of 2 for (B)(4).